Event description:
It was reported via repair work order that the bed would not move due to motor locking up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would not move due to motor locking up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined it was the fowler that would not move due to the motor locking up. Customer sent parts to perform repairs. Customer performed evaluation.